Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Review of the images attached in the image section of the complaint. As there are no dates provided for the vertebrae images and implanted device, it is unknown if some of the images are post implant verses later images. As the complaint states subsided months/years later, unable to correlate any of the images to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
According to the surgeon, he has 3 cases where tm-s cages subsided. In one case, he added a plate to the cages during a revision surgery, but left the tm-s cages where they were. It's still tbd, what he will do with the other two cases, or if he has to revise them at all or not.